Event description:
It was reported by the patient that one of her epicardial leads is fractured and currently not in use. The patient said that the event occurred 2 years after implant. Attempts at follow-up with the patient's clinic have been unsuccessful. No patient complications were reported as a result of this event.additional information was received reporting that the ventricular lead was explanted due to an apparent lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.